Manufacturer narrative:
Date of report: 09sep2021.

Event description:
The customer reported the touchscreen was frozen and will not work at all. The device was not in use on a patient. No patient or user harm was reported. The remote service engineer (rse) confirmed with the customer the touchscreen does not respond to touch at all in either ventilation or diagnostic mode. The field service engineer (fse) replaced the touchscreen to resolve the issue. The unit was tested and it was returned to service.

Manufacturer narrative:
A touch screen assembly was returned for analysis. Visual inspection of the returned touch screen assembly revealed no evidence of damage or contamination. Failure investigation (fi) was performed, the touchscreen assembly was tested, and no failures were identified. The customer complaint cannot be verified; no failures were identified.